Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for dialysis few days back. Upon interrogation the right ventricular lead exhibited loss of capture and high pacing lead impedance. The patient experienced lightheadedness. During preoperative check, loss of capture and high impedance was noted with patient notifier triggered on (B)(6) 2018. Polarity was changed to unipolar configuration. The lead was ultimately capped and replaced. The patient was stable throughout the procedure.

Event description:
New information states that the right ventricular lead was noted to be fractured.